Event description:
Customer reports that he was unable to obtain a result on the device due to receiving an 'error' message on the display. Customer reports experiencing hyperglycemic symptoms and going to the hosp. The hosp tested the customer and received a result of 238mg/dl. Customer was treated for high blood glucose. No strip info reported. No quality controls were used. Requested return of suspect device and replacement was sent.